Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that patient faced an event of hypoglycemia. Patient's blood glucose level was noticed 33 mg/dl. Patients took IV fluids and injections from human care professional. Patient replaced infusion set and resumed insulin successfully. No further information was available.